Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) impedance measurements during post implant follow-up. Subsequently, the patient underwent a revision procedure and it was determined that the setscrew was not tightened down as the lead was able to be removed from the header by pulling on it. The lead was re-inserted and the setscrew was tightened down. No further complications were reported.